Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low glucose event while using the ilet system with a g7 continuous glucose monitor (cgm), with a lowest sensor reading of 67 mg/dl, occurring after vigorous physical activity during which the user remained connected to the infusion set and did not disconnect for exercise. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no reported medical intervention, no oral carbohydrate intake, and spontaneous recovery without hospitalization. Investigation included troubleshooting and education regarding exercise management and infusion set practices. Investigation of this case revealed that continued insulin delivery during strenuous activity without disconnecting the infusion set likely contributed to hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user-related factors during exercise were the most likely cause.